Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The patient underwent treatment with the liberte stent for 1 lesion identified in 1 vessel treated with the bsc stent. The target lesion was in the right coronary artery (rca) with 3.5 mm reference vessel diameter, 30 mm target lesion length, 100% pre-procedure stenosis and 0% residual stenosis post procedure. Liberte stent with 3.5 mm diameter and 32 mm length implanted. No information stating if direct stenting was attempted. Additional procedure performed in target lesion described as stenting with a non bsc stent system due to "dissection aval".procedure was documented as a technical success. Patient was discharged one day post procedure with no current anginal complaints or silent ischemia. Patient did not experience any major cardiac events during hospitalization. Discharge medications include asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.